Manufacturer narrative:
The returned generator had physical damage on the exterior enclosure and internal hardware. Additionally, the capacitor at location c5 on the power supply board had separated from its proper location. Due to this condition, the generator was unable to be tested. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and due to the condition of the returned generator, the cause for the reported temperature issue and subsequent procedure cancellation was unable to be determined.

Event description:
During a lumbar radiofrequency ablation, two of the channels would not reach temperature and the procedure was cancelled. The procedure was rescheduled for a later date. There were no adverse consequences to the patient due to the cancellation.